Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 14fr esheath+, there was difficulty introducing the esheath+ into the vessel. A second esheath+ was opened in order to advance into the vessel, which was successful. A 16f esheath+ was opened for the use of the dilator and potential insertion of the esheath+ to help advance the valve. The 16f esheath+ was never introduced into the patient. The first valve was prepped in the normal fashion and when introduced into patient would not advance out of the esheath+. The decision was made after many attempts to dilate tract and try another valve. A second valve was prepped and inserted into the new esheath+. With some manipulation, valve was able to cross and was deployed 90/10 for a great tavr result. When removing esheath+ at the end of the procedure, it was noted the patient had what looked to be a dissection, as well as a small bleed. Vascular surgery was consulted, and an open repair surgery was performed. Upon completion of procedure, the patient was stable, and the vessel was repaired.

Event description:
Based on a follow-up response from the field clinical specialist, the cause of the vascular dissection is unknown. The devices were discarded and will not be returned.

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath - and potential valve frame damage - when using the sapien 3 ultra or sapien 3 ultra resilia valve configurations have not been associated with device malfunctions or manufacturing nonconformances. Instead, the root cause for these events has historically been attributed to anatomical and procedural factors such as vessel tortuosity, calcification, undersized vessels, and/or steep insertion angles. Additionally, valve frame and/or sheath damage may result from increased push force or excessive device manipulation, including sheath-valve interaction. The complaint for difficulty advancing through the sheath could not be confirmed, as no device or procedural imagery was provided. It is possible that one or more patient - or procedure-related factors (e.g., access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) were present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.